Event description:
A combative pt was being intubated. The tube was withdrawn because it could not be placed down far enough in the pt. Upon withdrawing the tube, it was noted that the stylet had pierced the tube about 3.5" above the distal end. Rptr stated the tube was ok on removal from its package. There was no illness, injury or medical intervention resulting from the event. One pt involved.